Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reportd that the reported event occurred approximately 18 months after insertion of the port. The catheter sheared from the connector/locking device of the port and migrated into the right atrium. The catheter was removed by the interventional radiologist.